Manufacturer narrative:
Investigation results: we made a visual inspection of the screw. The thread and the tip of the screw were in a proper condition. The head of the screw shows deformations at the edge two cracks in the hexagon. In one of those cracks residues of peek (most probably from a arcadius - cage) are visible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. Conclusion and measures / preventive measures: the screw shows the typically signs of mechanical overload in conjunction with the signs of a not correct (skewed) attached screwdriver. A material defect or a manufacturing error can be excluded. The current failure rate is within the risk analysis and therefore acceptable. Based on the investigations and results of the 8d report no CAPA is necessary.

Event description:
It was reported that there was an issue with sj701t-sibd bone screw 4.5x25mm. According to the complaint description, it was reported that the screw was damaged with cracks on it. The screws was replaced with the same size and the same type of screw. Surgery delay 2-3 minutes, no risk to the patient and the surgery was successful. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).